Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. In addition, visual inspection, 100% water leak test, inflation and deflation test were perform in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. Based on the investigation, the defect mode on cuff leakage was confirmed. There was cut mark observed on the actual sample. This complaint could not be confirmed or verified as manufacturing related complaint." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported tha: (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient." There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported tha: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient." There was no patient involved.